Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump was double triggering after being knocked over" is not able to be confirmed. The field service engineer serviced the pump and could not duplicate the reported issue. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) was called in to service the intra-aortic balloon pump (iabp). The fse checked out the iabp and the iabp worked properly.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was knocked over on its right side while the bed was being raised in the or. The iabp continued to pump but the staff reported that the iabp was double triggering. As a result, the pump was quickly switched out without delay. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) was called in to service the intra-aortic balloon pump (iabp). The fse checked out the iabp and the iabp worked properly.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was knocked over on its right side while the bed was being raised in the or. The iabp continued to pump but the staff reported that the iabp was double triggering. As a result, the pump was quickly switched out without delay. There was no report of patient complications, serious injury or death.